Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on the day of implant, multiple pause episodes were detected, which appeared to be due to loss of electrode contact and/or device movement at the insertion site. The device remains in use. No patient complications have been reported as a result of this event.